Event description:
It was reported the tubal angle was too straight to use before usage.

Manufacturer narrative:
Based on the available info,this event is deemed to be a reportable malfunction. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(4).